Event description:
The doctor was unable to remove the balloon from a cordis 5fr sheath once the balloon had been used in a vessel. The clinician had to remove the balloon and sheath together and replaced the 5fr sheath with a 6fr sheath.